Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of anxiety-product/procedure was received on february 14, 2020 with lot number (unable to check the lot number on the patch, as the patch is missing. The device is a silicone device). Analysis of the returned device identified: missing shell and patch, broken shell and underweight. A visual and microscopic analysis was performed which identified striated broken on radius. Base on the device analysis the final assessment is: a striated broken on radius assessed as surgical damage consist in the use of some surgical tool. Missing shell and patch assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture" on right side, device has been explanted.

Event description:
Healthcare professional reported "intracapsular rupture" on right side, device has been explanted.

Manufacturer narrative:
Additional code: f12. Additional, changed, and/or corrected data: a.2 , a.4 , b.6a , h.6.